Event description:
It was reported that following the implant of the elevate pc anterior implantation the patient developed mild vaginal erosion and extrusion. Medication was administered on (B)(6) 2014 and the event was considered resolved without sequelae on (B)(6) 2014. There were no further patient complications reported as a result of this event.